Event description:
A report was received that the patient underwent an explant due to a suspected infection at the ipg and lead sites. There was swelling at the patient's ipg and lead sites. The physician found seroma's at both the lead and ipg sites and suspects that the patient's body was rejecting the device. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm; model: sc-4316 lot: 15135863, description: next generation anchor kit-sterile. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.